Event description:
The graft leaked approximately 150-200cc of blood from its crotch. The bleeding was stopped with multiple sutures and the graft was left in. The patient's condition is fine. Note: the event date appears to be attainable; however, the nurse states that the event occurred approximately two weeks prior to this report.